Manufacturer narrative:
The reported events of failure to communicate and premature battery depletion were confirmed in the laboratory. Vibratory failure and no pacing output were consistent with low battery voltage behavior. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced bradycardia. Upon review, it was noted that the patient's implantable cardioverter defibrillator was not providing pacing support. During an attempted interrogation no telemetry could be established. It was suspected that the device prematurely reached end of life. The patient denied experiencing a vibratory notifier for elective replacement indicator. The device was explanted and replaced on (B)(6) 2019. The patient was stable throughout the procedure.